Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es matrix drawer slide had failed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in this incident, it was determined that the pop matrix drawer was difficult to open and stiff. A technical support specialist stated that this case was created to document the work order performed on each station that experienced issues with the drawer flaw. The system functioned as intended after the technical support specialist repaired the device.